Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1808138; medical device expiration date: 2023-07-31; device manufacture date: 2018-08-22; medical device lot #: 1809130; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-30. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic filaments was seen in the solution when surgeon removes the plunger from bd discardit¿ ii syringe w/o needle to pour the treatment and then put it back. The following information was provided by the initial reporter: ¿when the surgeon removes the plunger from the syringe to pour the treatment and then puts it back, he notices the presence of plastic filaments that float in the solution. There were no consequences for the patient. A second device was used. Several different lots are affected by the problem. The department has removed these lots from its stock and they are kept in quarantine. This is a repetitive incident in several departments of the hospital. ¿

Event description:
It was reported that the plastic filaments was seen in the solution when surgeon removes the plunger from bd discardit¿ ii syringe w/o needle to pour the treatment and then put it back. The following information was provided by the initial reporter: ¿ when the surgeon removes the plunger from the syringe to pour the treatment and then puts it back, he notices the presence of plastic filaments that float in the solution. There were no consequences for the patient. A second device was used. Several different lots are affected by the problem. The department has removed these lots from its stock and they are kept in quarantine. This is a repetitive incident in several departments of the hospital. ¿

Manufacturer narrative:
Investigation:bd has not been provided with photos and sample for 300296 lot 1808138 and 1809130 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The particles consist of an accumulation of "slip agent" which is used in the formulation and manufacturing of the polypropylene syringes. The slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests have been conducted and they have all passed all established criteria for preclinical toxicological safety evaluations and should not represent any risk if the product is used according to normal practices. Bd has initiated the appropriate corrective and preventative actions, CAPA#207816, for this issue. Based on the customer description, bd considers that the particles could be composed by lubricant from the syringe barrel. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.